Event description:
Same patient as: 2134265-2009-05714. It was further reported that ischemic symptoms with electrocardiogram changes were confirmed. Q wave was confirmed by findings of 12-lead electrocardiogram. A site of myocardial infarction was confirmed in the inferior wall. It was related to the target vessel. Timi flow improved from 0 to 3 through the procedure.

Event description:
(B)(4) clinical study. Same case as: 2134265-2010-04618. Same patient as:2134265-2009-05714. It was reported that post a coronary stenting treatment procedure, the patient experienced myocardial infraction. During the index procedure, the de novo target lesion located in the mid right coronary artery (rca) was 75% stenosed, 2.75mm in diameter and 10mm long. Predilation was performed with a 3.0x10 mm balloon at 24 atms. The physician implanted a 2.75x12mm taxus express2 stent at 16 atms in the mid rca. Post dilation was performed with a 2.75x10mm balloon at 24 atms. Post-intravascular ultrasound (ivus) was performed and the stent was expanded well. Residual stenosis was 25% with timi 3 flow. In (B)(6) 2009, ischemic symptom was confirmed in the mid and distal rca by a follow-up coronary angiogram (cag) and revealed restenosis in the lesion. The target lesion in the mid rca was 90% stenosed, 2.75mm in diameter and 10.0mm long. In (B)(6) 2009, a percutaneous coronary intervention was performed. The physician implanted an unknown taxus stent and a non-bsc stent. Residual stenosis was 25% with timi flow 3. The event was resolved and the patient discharged 2 days later. In (B)(6) 2010, the patient experienced acute myocardial infraction. The target lesion was located in the mid rca. The lesion was 100% stenosed and 3.0mm in diameter. A target vessel re-intervention was performed with an unknown balloon catheter and placement of a 3.0x23mm promus stent. Residual stenosis was 25%. No patient complications were reported and the patient's status is improved. In (B)(6) 2010, a 2 year follow-up was performed and no angina symptoms were noted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Device is a combination product - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).